Manufacturer narrative:
This report is submitted on 10 june 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2021 due to a skin flap breakdown. This report is submitted on june 01, 2021.

Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient fell and sustained a head injury, resulting in damage to the skin flap and exposure of the receiver/stimulator. The patient was hospitalised on (B)(6) 2021 and treated with intravenous antibiotics, and underwent a procedure to revise and close the skin flap, and flush the wound. The patient was discharged from hospital and the incision has healed. The implanted device remains.